Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: sn (B)(4): (B)(6) 2009 reuse. Electrode belt: sn (B)(4): (B)(6) 2012 reuse.

Event description:
Zoll was notified by a us distributor that a patient experienced a treatment event on (B)(6)2016. It was reported that the patient was hospitalized at the time of the event. The patient passed away the following day (on (B)(6) 2016). A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 12 treatments between 10:15:50 am and 11:22:10 am on (B)(6) 2016. At 10:15:50 the device first detected and alarmed for an arrhythmia. The ECG shows that the patient was in vt at 285 bpm. The post-shock rhythm was accelerated idioventricular rhythm at 60 bpm. The second treatment was also delivered while the patient was in vt and converted the rhythm to a slower rhythm. The third treatment was an inappropriate treatment at 10:30:31 where the patient was treated while in atrial fibrillation. Rapid af rate and nsvt contributed to the false detection. The post-shock rhythm was atrial fibrillation with ventricular response at 170 bpm with nsvt. Treatments four, five, six, seven, eight, nine, and ten were all delivered while the patient was in vf. Each treatment successfully converted the rhythm to a slower rhythm. Treatment eleven, delivered at 10:47:01, was an inappropriate treatment where the patient was treated while in sinus tachycardia at 120 bpm with nsvt. Rapid af rate and nsvt contributed to the false detection. The post-shock rhythm was sinus rhythm at 90 bpm. The twelfth treatment, delivered at 11:22:10 was delivered while the patient was in vf and converted the rhythm to a slower rhythm. A non-treatable rhythm was detected at 11:22:42 and the device was deactivated at 12:44:55.